Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product. Most likely underlying root cause: mlc-134-user has low glucose value. (B)(4). Patient code (B)(4) (above): no code available - customer reported symptoms of glazed eyes and slurred speech. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain more information and replaced the product - unable to establish contact with the customer at this time. Unable to send product letter. No address on file.

Event description:
Consumer reported complaint of low blood glucose resuts with symptoms. Nurse is calling on behalf of the customer. At the time of the call the customer felt well and did not report any symptoms. Nurse stated that customer had been hospitalized on (B)(6) 2018. At that time, the customer had symptoms of glazed eyes and slurred speech. Blood glucose results obtained using the truemetrix air meter were 20 and 30 mg/dl. Nurse did not disclose if tests were performed fasting or non-fasting. Nuse refused to answer further question and disconnected call. Followed up call was made and and voicemail was left.